Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's battery is not holding charge. There was no injury.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) confirmed and stated found code 139 in flt log. Replaced power mang board. Fse asked customer to burn in with trainer and tested balloon for a week. After a week of burn-in with sys trainer and test balloon he declared the device fixed. Performed full functional and safety tests. All tests passed. Returned device to customer and cleared for clinical use. The failure analysis and testing dept. Received power mang board with a reported unit failure of the battery not holding charge and powering off when plugged in. The fat performed a visual inspection and found the part to be in good condition. The fat installed the board in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual . Slot 1 in the iabp was not charging the battery. Machine would also shutoff when plugged into ac power. Fat verified the reported issue of the part. Sending the board to the supplier for failure analysis per procedure number 0002-07-d008 rev. Aq. The fat dept received power mang board from the supplier. The supplier evaluation states the following: 1.perform incoming visual inspection result : found connector pin bent at location j7. Unable to proceed with serial number scanning. The fat dept will retain this part as per procedure 0002-07-d008. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
Updated data: (initial reporter and email), (problem code).

Event description:
It was reported that during use on patient, the cardiosave intra-aortic balloon pump (iabp) battery is not holding charge and it turned off when plugging to ac. There was no injury.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.